Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that post implant, the pulse generator exhibited inappropriate mode switching. The device was reprogrammed and the issue was resolved. No patient symptoms were reported. The patient would be monitored.